Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a fill resistance while loading a cartridge. A new cartridge was loaded using the same syringe and the cartridge was successfully filled. The customer's blood glucose level was not impacted.